Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Heparin was given prior to transseptal puncture, and the case was performed on non-interrupted anticoagulant. The activated clotting time was greater than 300 seconds and fluoroscopic imaging was used during the procedure. During preparation of the catheter, resistance was felt with the guidewire, and the physician rotated the guidewire during insertion, which resolved the issue. The catheter was inserted, and the physician noted that the guidewire felt resistive and was difficult to maneuver. The left superior pulmonary vein (lspv) was wired, and the catheter was advanced with the proximal marker out of the sheath. The catheter was deployed with an inverted spline visible. The catheter was retracted to the sheath, rotated, deployed slowly, but the same issue was seen. The catheter was removed, the inverted spline was manually fixed, and the catheter was inserted again. However, the same issue was seen during deployment in the left atrium open space. The guidewire felt resistive again during deployment. When the catheter was removed again, the catheter no longer deployed to flower. No tissue was seen on the tip of the catheter nor guidewire. The catheter was replaced, and the procedure was completed successfully without patient complications and a new guidewire. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
Media inspection was performed on four pictures attached with the incoming information. It is possible to observe the catheter array in a straight position with one spline inverted, and the array was deployed almost to the flower shape. Even though it is possible to see the device in an almost fully deployed state, the product was not returned for analysis to test the deployment mechanism and identify any anomaly with the device; therefore, the reported issues of guidewire resistance in the lumen and failure to fully deploy the array cannot be established due to lack of evidence.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Heparin was given prior to transseptal puncture, and the case was performed on non-interrupted anticoagulant. The activated clotting time was greater than 300 seconds and fluoroscopic imaging was used during the procedure. During preparation of the catheter, resistance was felt with the guidewire, and the physician rotated the guidewire during insertion, which resolved the issue. The catheter was inserted, and the physician noted that the guidewire felt resistive and was difficult to maneuver. The left superior pulmonary vein (lspv) was wired, and the catheter was advanced with the proximal marker out of the sheath. The catheter was deployed with an inverted spline visible. The catheter was retracted to the sheath, rotated, deployed slowly, but the same issue was seen. The catheter was removed, the inverted spline was manually fixed, and the catheter was inserted again. However, the same issue was seen during deployment in the left atrium open space. The guidewire felt resistive again during deployment. When the catheter was removed again, the catheter no longer deployed to flower. No tissue was seen on the tip of the catheter nor guidewire. The catheter was replaced, and the procedure was completed successfully without patient complications and a new guidewire. The catheter is not expected to return for analysis as it was disposed.